Event description:
An endeavor sprint drug eluting stent was implanted in the ist om during the index procedure. Two endeavor sprint drug eluting stents were implanted in the rca during a staged procedure approximately 1 week post index procedure. An angiographic complication of dissection occurred during the staged procedure.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (dissection). (B)(4).